Event description:
It was reported to our country manager in the (B)(4) that a vns programming physician had a dell x5 handheld computer containing 7.1 programming history that was locking up. It was reported that when they interrogated a device, the handheld would display the results but at that point would not react to any further prompts. The programming software flashcard would be removed and reinserted and resolve the issue temporarily but it would continue to occur. Good faith attempts are underway to have the products collected and returned for product analysis.